Manufacturer narrative:
(B)(4). Pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pump was exposed through the skin of the pump pocket. The pt had no symptoms of lack of drug efficacy. A new pump was implanted into a new pump pocket with no complications. The pt recovered without sequela. The device system was used to deliver lioresal 2000 mcg/ml at 1200 mcg/day.